Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.; there was contrast and blood in the inflation lumen. The balloon was loosely folded. The inner shaft was separated at the exit to 24.5cm distally. Majority of the inner shaft was buckled in the balloon. The distal tip was damaged. Inspection of the remainder of the device presented no damage or irregularities. Functional testing was not able to be performed due to the condition and of the returned device. There was no evidence of any product quality deficiencies contributing to the damage or reported froze on wire. The reported froze on wire could not be confirmed via product analysis but the damage to the inner shaft may be consistent with guide wire interaction. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that froze on wire occurred. A 3.0mm x 150mm x 150cm, mr coyote balloon catheter was advanced to dilate the lesion. During the procedure a non bsc guide wire got stuck in the guide wire lumen. The devices were removed together from the patient. The procedure was completed with a different device. No patient complications were reported and the patients' status is good.

Event description:
It was reported that froze on wire occurred. A 3.0mm x 150mm x 150cm, mr coyote balloon catheter was selected to dilate the lesion. During the procedure a non bsc guide wire got stuck in the guide wire lumen. The devices were removed together from the patient. The procedure was completed with a different device. No patient complications were reported and the patients' status is good.